Event description:
It was reported that floor team complained of PICC not flushing so rn went to check and flushed one port with 10 cc syringe and noticed the leak just outside of the skin. Rn then flushed the other port and the exact same thing happened. He then reported the incident and dc¿ed the line. Rn said he did not flush with any more pressure than they normally do on a daily bases.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC is confirmed and appears to be related to the use of the device. One 5 fr powerpicc tl catheter was returned for investigation. Evidence of use was present throughout the catheter. A longitudinal split was present at the 4 cm depth marker. Microscopic observation of the split location revealed a light material discoloration. A bulge in the catheter was present near the center of the split length. The split surfaces were granular. The sample was flushed with water using a 12 ml syringe. The non-power injectable lumens were found to be fully occluded. The power injectable lumen was found to contain the leak location. Fluid was observed to flow out of the distal end of the catheter. The catheter wall thickness of the power injectable lumen walls were measured and found to be within manufacturing specification. The characteristics of the damage observed suggest over-pressurization leading to a burst was likely experienced. The product IFU contains information regarding catheter maintenance and flushing procedures. The IFU states, ¿warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure¿ and ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ a lot history review (lhr) of redv2851 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2851 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that floor team complained of PICC not flushing so rn went to check and flushed one port with 10 cc syringe and noticed the leak just outside of the skin. Rn then flushed the other port and the exact same thing happened. He then reported the incident and dc¿ed the line. Rn said he did not flush with any more pressure than they normally do on a daily bases.